Manufacturer narrative:
Attachment: user facility voluntary medwatch was received on (B)(6) 2014. The report number is mw5035200. The customer contact indicated that the devices were discarded. A representative device will be evaluated. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of leaks. The tubing sets were being used to deliver unspecified medications, at unspecified rates. After unspecified lengths of time, the customer contact reported that unspecified volumes of solutions leaked from the air filter vent on the piercing pins of the tubing sets. No specific details were provided. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were required. No additional information was provided.